Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered appropriate therapy for ventricular tachycardia (vt). The device was found to not be capturing on the right ventricular (rv) and left ventricular (lv). Technical services (ts) recommended reprogramming. The device remains in service. No adverse patient effects were reported.